Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was back online, but the drawer failure remained. A field service engineer (fse) found that the main drawers 3.1 and 3.2 were not on the bus. The fse replaced the module controller and discovered that the main 3.2 drawer controller was causing the drawer not to configure. Then, the fse replaced the drawer controller and keyboard cover due to missing letters. The system functioned as intended after the field service engineer repaired the device. E1: halifax health physicians (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had a black screen and was offline on remote support services (rss). The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.